Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium neo h meter was reviewed and the DHR showed the freestyle optium neo h meter passed all tests prior to release. Dhrs for the precision strips were reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to unspecified blood glucose readings obtained on an hcp meter and experienced a loss of consciousness. Customer was initially able to self-treat with glucon d and was able to intake food and was also treated by a healthcare professional with an unspecified IV as treatment for the diagnosis of hyperglycemia. No further treatment was reported. The customer additionally reported sensor scan result of 65 mg/dl compared to blood glucose reading of 167 mg/dl obtained using an hcp meter and the results, when plotted on a parkes error grid, fall into the "b" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of incident is unknown. The date entered in section b3 is based on the customer¿s report of ¿3 months ago¿. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to unspecified blood glucose readings obtained on an hcp meter and experienced a loss of consciousness. Customer was initially able to self-treat with glucon d and was able to intake food and was also treated by a healthcare professional with an unspecified IV as treatment for the diagnosis of hyperglycemia. No further treatment was reported. The customer additionally reported sensor scan result of 65 mg/dl compared to blood glucose reading of 167 mg/dl obtained using an hcp meter and the results, when plotted on a parkes error grid, fall into the "b" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.